Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device displayed multiple occlusion errors and the patient experienced hyperglycemia. The caller alleged that the accessories had been changed multiple times, however the infusion device was still giving occlusion errors. The patient experienced elevated blood glucose levels and was taken to the hospital. At the hospital the patient was diagnosed with diabetic ketoacidosis. The blood glucose results obtained at the hospital were not provided. The patient did receive medical treatment, however the type of treatment given was not provided. The caller stated that the hospital staff did insert a new cannula, and the patient was reconnected to the infusion device. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. The infusion device is not expected to be returned for product evaluation.